Event description:
Pt has apparent lingual nerve injury following general anesthesia with airway management using a laryngeal mask airway, lma supreme size #4, for a 2 hour procedure. At this time, numbness persists. Product lot number presumed from other products in the department.